Event description:
A physician deployed the starclose device into this patient's vasculature and could not remove it. A surgeon removed the device and noticed the clip had partially penetrated the vessel wall with leakage into the soft tissue and a partial lumen obstruction.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.